Event description:
It was reported that code 1006 was noted on this right ventricular (rv) lead which indicates high voltage was detected on the leads during device charging. Technical services (ts) and engineering reviewed the device data, and noted the crt-d and rv lead was damaged from shocking into a shortened lead in june. The shock delivery corresponds to the implant procedure, where a manual shock was successfully delivered through the programmer for ventricular tachycardia (vt). At the time of the shock delivery, low out of range shock impedances were present, but have since been stable and within normal range. Charge time length is 0s. The crt-d has been unable to undergo a capacitor reform. Subsequently, this rv lead and associated crt-d have successfully been replaced and are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that code 1006 was noted on this right ventricular (rv) lead which indicates high voltage was detected on the leads during device charging. Technical services (ts) and engineering reviewed the device data, and noted the crt-d and rv lead was damaged from shocking into a shortened lead in june. The shock delivery corresponds to the implant procedure, where a manual shock was successfully delivered through the programmer for ventricular tachycardia (vt). At the time of the shock delivery, low out of range shock impedances were present, but have since been stable and within normal range. Charge time length is 0s. The crt-d has been unable to undergo a capacitor reform. Subsequently, this rv lead and associated crt-d have successfully been replaced and are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. Additional information was received. This rv lead was surgically capped and abandoned, and therefore is not expected to return.